Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-03-23 from a representative reporting that no interventions have been determined for the patient as they were getting adequate coverage. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: implantable neurostimulator. The reported information is additional information that was previously reported in MDR# 3004209178-2017-05705. All further information regarding this event will be reported in this new MDR. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative on (B)(6) 2017 reporting that the out of range impedance did not resolve with replacement of the implantable neurostimulator (ins) and the impedance did not change. The ins is in the left flank. The hospital has possession of the replaced ins and it was not sent back for analysis. The extensions and paddle lead were not replaced. It was reported that the physician was aware that the impedances were out of range. It was suggested at the time to test the extensions and paddle with the multi-lead trialing cable (mltc) intra-operatively. No further complications were reported. The neurostimulator was implanted for non-malignant pain with the other components being implanted for failed back surgery syndrome and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.